Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the patient controller displayed an error message and would not communicate with the ipg after a previous surgery. Reportedly, troubleshooting with other external devices did not resolve the issue. As a result, the ipg was deemed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow up information identified the patient's ipg was replaced with a new one restoring stimulation.